Event description:
While the doctor was removing ethicon endo-surgery 12 x 100 mm hasson xl blunt tip trocar from patient pieces of it broke, but did not fall into the patient's abdomen. The item and packaging was bagged and left with or rn manager.